Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-732b-1465: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: (B)(4) joules and 2:43 minutes were expended on the first fiber. (B)(4) joules and 5:14 minutes were expended on the second fiber. The procedure was completed using a third fiber. There was no harm to the patient.

Manufacturer narrative:
This report is for the same event as manufacturer report number: 2937094-2018-00436

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure forward firing was noted. The fiber was exchanged and the second fiber was noted to have broken. It was not reported how the procedure was completed. No harm to the patient was reported. This report is for the second fiber.